Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused an unspecified single use product which resulted in peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with injection intraperitoneal (ip) vancomycin (500 mg, once daily in bag, duration not reported), injection ip amikacin (250 mg, once daily in bag, duration not reported) and injection ip cefuroxime (250 mg, frequency and duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was still hospitalized and was recovered from the peritonitis event. Additional information is not available.